Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the capture threshold had increased and lead dislodgement was noted. When lead repositioning was unsuccessful, the lead was explanted and replaced. Patient did not experience any adverse consequences due to this event.